Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 520 mg/dl. Customer's other blood glucose value was 275 mg/dl and 250 mg/dl. Customer stated that the drive support cap was sticking out. The customer was treated with insulin pump. Based on customer report customer does not allege pump was under delivering. Customer also reported that the insulin pump had no delivery alarm. Customer reports event was resolved by changing complete set. The insulin pump will be returned for analysis.